Event description:
International distributor contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 a patient experienced a hypoglycemic event. The patient was taken to the hospital for treatment of hypoglycemia. At the time of the incident patient reports that his cgm was in glucose reading error mode. At the time of his contact with the international distributor, patient reported being in fine condition.